Event description:
It was reported that the patient underwent exploratory surgery on (B)(6) 2025, during which it was revealed that stimulation had been off for approximately 2 to 3 weeks for the right brain. Upon interrogation of the system, lead impedances indicated that contacts 0 and 3 were elevated and marked for investigation, while contacts 1 and 2 showed very small impedances and were marked red. The lead was disconnected from the extension and tested directly in the operating room, revealing the same impedance results. The surgeon proceeded to cut the lead and plans to replace it with a sensight lead in the future. The patient reported no falls or incidents that might have caused damage to the system. The issue remains unresolved at the time of this report, and the healthcare professional has no further information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va13hq2); product type: 0200-lead; implant date (B)(6) 2016; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.